Event description:
During deployment, AED did not advise shock. Upon arrival, ems applied manual defibrillator and was successful in resuscitating the subject. The subject subsequently expired in the hospital 2 / 3 days later. (B)(4).

Manufacturer narrative:
Device internal memory and ECG from incident reviewed. Conclusion: subject was in a non-shockable rhythm (asystole), no shock was advised and no shock was delivered. Device did not cause or contribute to outcome.